Event description:
It was reported that: "the arthroplasty was revised due to infection. The tibial, femoral and patella components were revised. The components were implanted in situ for 0.4y. The patient presented with a (B)(6) score of 2, three months prior to revision surgery and a maximum score of 4." Information provided indicated that reported devices were implanted in 2009 and explanted in 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility. If additional information becomes available, it will be submitted in a supplemental report. The following other devices were listed in this report: tri ts baseplate size 4, cat# 5521-b-400; lot ywds. Tri press-fit stem 16mm x 100mm, cat# 5565-s-016, lot m3s12. Patella component, cat# unk; lot unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.